Event description:
During surgery, it was found upon opening the package that the inner blister package (sterile) had some white spots. Thus a back up product (different size) was opened; however, it appeared to be about the same. Then another back up product (different size) was opened; however, it was about the same. Therefore, the first one (the size intended to be used) was used. According to the sales rep., the inner side of outer blister package slightly had the same appearance although not as obvious as the inner blister package.

Manufacturer narrative:
An event regarding white spots on foil lid involving packaging of a trident liner was reported. The event was confirmed. The device and packaging were not returned, the device was implanted and the packaging was discarded by the customer. A photo of the inner foil lid was provided and white 'spots' are present. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation determined that this issue has been investigated, which concluded that the white spots observed on the foil lid were caused by a build up of dried adhesive in the process at the supplier, rollprint and was a cosmetic issue. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device was implanted and the packaging was discarded. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
During surgery, it was found upon opening the package that the inner blister package (sterile) had some white spots. Thus a back up product (different size) was opened however it appeared to be about the same. Then another back up product (different size) was opened however it was about the same. Therefore, the first one (the size intended to be used) was used. According to the sales rep., the inner side of outer blister package slightly had the same appearance although not as obvious as the inner blister package.